Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft damage occurred. The patient underwent percutaneous carotid artery stent placement. A 4.0mmx15mmx150cm express sd was selected for use. During the procedure, when preparing to place the stent, it was noted that the guidewire inside the stent was exposed. The device was replaced and the procedure was completed. The exposure of the guidewire in the stent system caused a temporary interruption in the patient's treatment. There were no patient complications as a result of this event.